Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the perfusionist started noticing foam coming out of the gas outlet port and inlet section of the bottom of the oxygenator. There was a slight orangish tint to it. It happened at 6.5-7-hour mark during the pump run. They were already warm and going to wean. There was decision made to come off and transition to extracorporeal membrane oxygenation (ECMO) anyway. No patient care was impacted; gases continued to look good and oxygenation was fine. No consequence or health impact to patient. Product was not changed out. Procedure was completed successfully and there was a little blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 29, 2026. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 3331, 4114, 4248, 19). The affected sample was not returned for evaluation; however, a video was provided and reviewed, and it was confirmed that the outflow of the bubble from the gas out part of the oxygenator and the red transparent liquid were observed on the floor. Without the sample returned it was not possible to clarify the cause of the occurrence; however, information was provided that the unit was used for 6.5 to 7 hours, which exceeds the rated 6 hours of use. It is possible that the blood properties changed due to some factors, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fiber became hydrophilic, leading to plasma leakage. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.